Event description:
It was reported to philips that the system was unable to perform 3dra, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred during planned procedure. The procedure was aborted and rescheduled for the following day. The philips remote service engineer reviewed the system remotely and confirmed the reported issue. The bodyguard sensor was checked, and the table swivel position was set to zero. However, these actions did not resolve the issue. A philips field service engineer (fse) was subsequently dispatched to the site and performed the table swivel calibrations and subsequently tested the system. Following these actions, the system was restored to normal operation and returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the interventional tool becomes unavailable for use, the user is alerted by an error message. The user can reboot/restart the tool application or continue to use the 2d system without extending the functionality with 3d imaging. The clinician, using their clinical judgement may decide to postpone the procedure or stop the procedure. This decision is based on the clinician's knowledge of the patient's status and understanding that the system is still available using 2d imaging. Therefore, the unavailability of an interventional tool is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.